Event description:
In ir for celiac artery evaluation with angiography and angioplasty which was complicated when balloon trapped and ruptured at left brachial artery access point. Transported to the operating room for removal and repair of artery with a bovine pericardial patch.